Event description:
It was reported that during a da vinci-assisted hiatal hernia - paraesophageal surgical procedure, the vessel sealer extend (vse) instrument malfunctioned and began to leak a white colored fluid when used. No known impact or patient consequence was reported. On 01/07/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: vessel sealer malfunctioned during use. The vessel sealer began to leak a white colored fluid when used.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the vessel stealer extend be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.